Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. X-rays reviewed by manufacturer, no gross lead discontinuities visualized. Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was reported that the vns patient¿s device was tested during an office visit on (B)(6) 2014 and system diagnostic results revealed high impedance (impedance value >= 10,000 ohms). The patient¿s device was subsequently disabled. The last known normal diagnostic results were from (B)(6) 2014. X-rays dated (B)(6) 2014 were provided to the manufacturer for further review. The generator appears in the left chest in a normal placement. The filter feed-through wires appear to be intact. The lead connector pin cannot be confirmed to be fully inserted into the generator connector block with the images provided. The electrodes appeared to be placed in normal arrangement. Part of the lead was behind the generator and could not be assessed. No clear lead breaks or sharp angles were found in the parts of the lead that could be assessed. Based on the images provided, the cause of the high lead impedance remains unknown. No known surgical interventions have occurred to date.

Event description:
Additional system diagnostics data was received from the date of lead replacement ((B)(6) 2014) indicating high lead impedance prior to lead replacement and normal lead impedance after replacement.

Event description:
Additional information was received stating that the vns patient¿s seizures had increased back to pre-vns baseline levels (3-4 seizure per week). The patient had a history of simple partial seizures and complex partial seizures. It was noted that vns therapy had helped the patient decrease the number of his seizures to 3-4 seizures per month. An implant card was received indicating that the patient underwent generator replacement surgery on (B)(6) 2014. Follow-up revealed that during generator replacement surgery on (B)(6) 2014, the surgeon reinserted the lead pin into the generator header but high impedance did not resolve. Generator diagnostics showed normal generator function. The patient underwent lead replacement surgery on (B)(6) 2014. The explanting facility discarded the explanted devices; therefore, no analysis can be performed.